Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used as event date not provided. (B)(6).

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. Recently, the patient was hospitalized at another hospital due to cerebral infarction. A transesophageal echo (tee) was performed and device related thrombus was not confirmed. Other details are currently being confirmed.